Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
No blood glucose levels reported. The customer reported that she bent the cannula of the infusion set while inserting the infusion set into the site. The customer also reported a no delivery alarm from the insulin pump. Troubleshooting was not done because the alarm was from a past event. The customer reported that the no delivery alarm was resolved by changing the infusion set. No additional information was provided.